Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding instruments used for with spinal surgery. Pre-op diagnosis was rod breakage. Procedure performed was cut the bar of gx7041430 with the air tome and removed it. It was reported that intra-operatively, drivers were used to remove the gx7049855, but the tip broke. There were no patient symptoms or complications as a result of this event. There were no fragments of the implants or instruments remained in the patient's body. There was a delay of less than 60 mins.